Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing (pptwos). The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) had additional post paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made at this time and there were no consequences to the patient.